Event description:
During the shift check, the autopulse platform (sn(B)(6)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) and (ua) 18 (max take-up revolution exceeded) error messages. The customer was able to clear the (ua) 18 error message. After the driveshaft was moved to the "home" position, the (ua) 45 was also cleared, but the error would reappear after every clearance attempt. No patient involvement.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, which was most likely attributed to unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. The secondary report of the autopulse platform displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during the archive review but was not reproduced during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon clearing the ua, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. The user advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The archive data indicated multiple ua45, and ua18 messages around the reported event date, thus confirming the reported complaint. Functional evaluation failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 11 minutes without any fault or error. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6). Correction: d1 (brand name), d2 (common device name), d3 (manufacturer name, city and state), d4 (model #), g1 (contact office).